Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in an adult female patient who had essure (ess205) (batch no. 12270674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 1990, live birth in 1995, live birth in 1999, live birth on (B)(6) 2004, abortion, stillbirth nos, tobacco user, alcohol use, fallopian tube cyst, pelvic pain, premenstrual syndrome, ache, vaginal bleeding, abdominal pain, nausea, vomiting and uterine fibroid. Concomitant products included oral contraceptive nos in 2011 for painful periods. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower ("lower quadrant pain /lower abdomen pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she underwent robotic hysterectomy with bilateral fallopian tube removal.). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion current weight was 193 lbs. Concerning the injuries reported in this case, the following one was confirmed in medical record : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) (batch no. 12270674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth on (B)(6) 1990, live birth on (B)(6) 1995, live birth on (B)(6) 1999, live birth on (B)(6) 2004, abortion, stillbirth nos, tobacco user, alcohol use, fallopian tube cyst, pelvic pain, premenstrual syndrome, ache, vaginal bleeding, abdominal pain, nausea, vomiting and uterine fibroid. Concomitant products included oral contraceptive nos in 2011 for painful periods. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower quadrant pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she underwent robotic hysterectomy with bilateral fallopian tube removal.). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Current weight was 193 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and case become medically confirmed and updated patient demographics. Historical condition, historical drug, family history, concomitant disease, laboratory data, concomitant drug were added. Added suspect drug indication and lot number. Added event dysmenorrhea (cramping). On (B)(6) 2011, she explanted essure. Updated events severity. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower quadrant pain"). The patient was treated with surgery (underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.